Event description:
Narrative from staff: micropuncture kit was used to get access into patient's femoral vein. Needle was in the vein. When trying to advance the wire from the kit was advanced it kept getting stuck. Tried pulling wire back, unable to remove wire, saw the wire was sheared. Pulled the needle all the way out of the body, the wire was left behind, had to physically pull the wire out. Narrative from operative report: mildly elevated ra and rv filling pressures. Unable to complete a right heart catheterization as could not pass equipment from the rv into pa.